Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage. Electrical resistance and cross continuity test results were within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was further determined that the patient presented with a small pericardial effusion and a suspected microperforation. The rv lead was explanted and replaced successfully. No further patient complications have been reported as a result of this event.